Event description:
Knee replacement on pt. Tibial prosthesis inserted. Articular surface inserted -- would not lock into place properly -- total of 3 surfaces attempted. None would lock properly -- pit will need to go back to surgery in 2-3 months.